Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02857; related manufacturer reference number: 3006705815-2020-02859; related manufacturer reference number: 3006705815-2020-02860; related manufacturer reference number:1627487-2020-22947. It was reported the patient experienced an infection at the ipg and lead site. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the entire thoracic system was explanted. In turn, the infection was treated with antibiotics and has cleared. Patient is stable.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.